Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from january 8, 2015 ¿ january 9, 2015. One actual unit was received for evaluation. The unit was returned containing approximately 50 ml of fluid in its bladder. Visual inspection revealed evidence of a leak/backflow at the fillport when the fillport cap was removed. The cause was due to a white particle approximately 0.25 square mm in size located under the checkband. The white particle was subsequently identified to be polyester material via fourier transform infrared spectroscopy testing. The cause of the particle was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked sodium chloride from the injection port. This was noted before use. There was no patient involvement. No additional information is available.